Event description:
It was reported that the day after implant, the left ventricular lead had no capture at maximum output in any vector. A chest xray was performed and there was no sign of dislodgement or header/connection issues. The lead was turned off and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).